Event description:
A report was received that the patient had difficulty charging the ipg due to ipg migration at the pocket site. The patient underwent a pocket revision procedure and was doing well postoperatively.